Manufacturer narrative:
Date of submission (B)(4) 2017 - device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: during investigation, the black box showed no evidence of an "intermittent power" event prior to the complaint date. The returned battery cap measurements were found to be within specifications. The battery cap could fully tighten to the battery compartment. Unrelated to the original complaint, the pump powered on with the returned battery cap to a dim discolored display. The battery compartment was found to be cracked below the grip pad. No evidence of moisture was found inside the battery compartment. A 24 hour basal program was run with the returned battery cap. No reboot, loss of power, or call service alarms were duplicated. The pump¿s case was removed, and no evidence of moisture or loose components were observed inside the pump. An "intermittent power" event was not duplicated during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. It was alleged that the battery cap was unable to be tightened and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.